Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call possible over delivery alarm. Customer's blood glucose level was unknown. Customer believed the insulin pump over delivered insulin since their sugar glucose level was below 100 mg/dl. Customer was advised to turn off auto mode for 48 hours and call back if issue persisted. The insulin pump will not be returned for analysis.